Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was not provided. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformance's that could lead to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported an unspecified product issue related to the freestyle libre sensor. Customer reported losing consciousness and being taken to an emergency room on (B)(6)19. Customer reported being treated with glucagon, in addition to not knowing what else he was treated with. No further information was available as the customer reported not knowing why he was in the emergency room. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unspecified product issue related to the freestyle libre sensor. Customer reported losing consciousness and being taken to an emergency room on 1(B)(6) 2019. Customer reported being treated with glucagon, in addition to not knowing what else he was treated with. No further information was available as the customer reported not knowing why he was in the emergency room. There was no report of death or permanent impairment associated with this event.